Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery, bolus stopped alarms due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. No audio/beep anomaly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had stopped blousing. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.